Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v402919, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's device stopped working. She felt the stimulation in the wrong location and it was not helping with her incontinence. The device was checked and open circuits were found. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had high impedance on some configurations. The patient's implantable neurostimulator was explanted and replaced.